Manufacturer narrative:
This case was initially received via regulatory authority aemps (reference number: (B)(4)) on 23-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvis inflammation") and polyarthritis ("joint inflammation (ankle and shoulders)") in a female patient who had essure (batch no. 761428) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) feb-2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("the insertion process was painful and intolerable/ pelvis pain as severe as labor contractions during the insertion process"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), pelvic pain ("severe pain / intolerable pain"), arthralgia ("severe pain in sacroiliac with difficult to move/ severe joints pain (shoulders, knee, and ankle)"), menorrhagia ("abundant vaginal bleedings during the menstrual period") and pulmonary sensitisation ("lung hyper sensibility"). The patient was treated with analgesics and physical therapy (bandages and absolute rest). At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia and pulmonary sensitisation outcome was unknown and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered arthralgia, menorrhagia, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting and pulmonary sensitisation to be related to essure. The reporter commented: she presented intolerable pain in several occasions that she had to be presented to the urgency department. Additionally, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 59 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-aug-2017. The most recent information was received on 30-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvis inflammation"), polyarthritis ("joint inflammation (ankle and shoulders)") and blindness ("loss of vision") in a 38-year-old female patient who had essure (batch no. 761428) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), blindness (seriousness criterion medically significant), pelvic pain ("severe pain / intolerable pain/ intense pelvis pain, sometimes unbearable"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), menorrhagia ("abundant vaginal bleedings during the menstrual period"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), headache ("headaches/ strong headaches"), fatigue ("tiredness"), malaise ("general malaise"), mobility decreased ("difficulty to move"), swelling ("swollen"), hypersensitivity ("allergy reaction"), metrorrhagia ("metrorrhagia"), adverse event ("metalosis") and back pain ("lumbar pain"). The patient was treated with analgesics, surgery (bilateral salpingectomy to remove essure) and physical therapy (bandages and absolute rest). Essure was removed. At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia, pulmonary sensitisation, headache, fatigue, malaise and mobility decreased had not resolved, the blindness, swelling, hypersensitivity, metrorrhagia, adverse event and back pain outcome was unknown and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered adverse event, arthralgia, back pain, blindness, fatigue, headache, hypersensitivity, malaise, menorrhagia, metrorrhagia, mobility decreased, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation and swelling to be related to essure. The reporter commented: at essure insertion, she was transferred to a "box" where she was treated with painkillers until recovering. She presented intolerable pain in several occasions that she had to be presented to the urgency department. Additionally, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic inflammatory disease ¿ analysis in the global safety database revealed 229 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-may-2018: the events swollen, allergy reaction, metrorrhagia, metalosis, lumbar pain and loss of vision were added. She underwent a bilateral salpingectomy to remove the device. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority aemps (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvis inflammation") and polyarthritis ("joint inflammation (ankle and shoulders)") in a female patient who had essure (batch no. 761428) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("the insertion process was painful and intolerable/ pelvis pain as severe as labor contractions during the insertion process"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), polyarthritis (seriousness criterion medically significant), pelvic pain ("severe pain / intolerable pain"), arthralgia ("severe pain in sacroiliac with difficult to move/ severe joints pain (shoulders, knee, and ankle)"), menorrhagia ("abundant vaginal bleedings during the menstrual period") and pulmonary sensitisation ("lung hyper sensibility"). The patient was treated with analgesics and physical therapy (bandages and absolute rest). At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia and pulmonary sensitisation outcome was unknown and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered arthralgia, menorrhagia, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting and pulmonary sensitisation to be related to essure. The reporter commented: she presented intolerable pain in several occasions that she had to be presented to the urgency department. Additionally, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30-aug-2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 58 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-aug-2017. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / intolerable pain/ chronic intense pelvis pain/ occasional sudden intense pain, unrelated to period'), device breakage ('3 month control after insertion - piece of essure device detached, left also after salpingectomy in right uterine horn, hysterectomy found more pieces'), pelvic inflammatory disease ('pelvis inflammation'), uterine infection ('uterus infection') and blindness ('loss of vision') in a 32-year-old female patient who had essure (batch no. 761428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process"), procedural dizziness ("dizziness during the insertion process") and complication of device insertion ("piece of device device detached from the implantation"). On (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), complication of device removal ("essure device not completely removed"), infection ("infections") and viral infection ("viral infections") with pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abundant vaginal bleedings during the menstrual / excessive bleeding"), blindness (seriousness criterion disability), polyarthritis ("joint inflammation (ankle and shoulders)"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), headache ("headaches/ strong headaches"), fatigue ("tiredness"), malaise ("general malaise"), mobility decreased ("difficulty to move"), swelling ("swollen"), hypersensitivity ("allergy reaction"), metrorrhagia ("metrorrhagia"), metal poisoning ("metalosis"), back pain ("lumbar pain / lower back pain"), joint swelling ("ankle swelling"), nausea ("nausea"), dyspepsia ("digestive problems"), diarrhoea ("diarrhea"), amnesia ("memory loss"), musculoskeletal disorder ("osteomuscular symptoms") and dysmenorrhoea ("more painful periods"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, physical therapy (bandages and absolute rest) and surgery ((B)(6) 2017 bilateral salpingectomy to remove essure and laparoscopic total hysterectomy for complete essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, arthralgia, pulmonary sensitisation, headache, swelling, hypersensitivity, metal poisoning, back pain, joint swelling, dyspepsia, amnesia, musculoskeletal disorder, infection, viral infection and complication of device insertion outcome was unknown, the uterine infection, menorrhagia, procedural pain, procedural vomiting, procedural dizziness, metrorrhagia and dysmenorrhoea had resolved and the blindness, polyarthritis, fatigue, malaise, mobility decreased, nausea and diarrhoea had not resolved. The reporter considered amnesia, arthralgia, back pain, blindness, complication of device insertion, complication of device removal, device breakage, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, headache, hypersensitivity, infection, joint swelling, malaise, menorrhagia, metal poisoning, metrorrhagia, mobility decreased, musculoskeletal disorder, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation, swelling, uterine infection and viral infection to be related to essure. The reporter commented: at essure insertion, she was transferred to a "box" where she was treated with painkillers until recovering. She presented intolerable pain in several occasions that she had to be presented to the urgency department. Also, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Since she had essure implanted, she noticed increasing osteomuscular symptoms. Also gastrointestinal symptoms (nausea, vomiting, diarrhea) and more painful periods and occasional sudden intense pain, unrelated to the period. On (B)(6) 2017, salpingectomy for essure removal done. Despite the surgery, symptoms reappeared, she suffered from infections, viruses, infection in uterus and fever, which forced her to take a year's leave. Primary care doctor referred her for an xray. Comparing the x-ray taken 3 months after essure implantation, where already a piece of essure device is seen detached, x-ray of (B)(6) 2018 shed the piece of detached essure from the implantation remained in same place. On (B)(6) 2018, during laparoscopic total hysterectomy, more pieces of the devices were found. Actually, plaintiff continues to suffer from some ailments due to essure: she cannot lift weights, or drag furniture, she continues to have nausea, diarrhea, fatigue and loss of vision diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2018: last cytology 2-3 years ago: normal. Gynaecological examination - on (B)(6) 2018: ggee and vagina normal. Cervix of nulliparous, macroscopically healthy. Flow is normal. Uterus in anteflexion, mobile, normal size. No palpable adnexal masses. Jc: no gynecological pathology at present. Monthly self examination. Control in gynaecology office at 40 years old. Successive controls according to the protocol for the care of healthy women, with cytology in the health centre (midwife) every 2-3 years if not risk factors. Referral for consultation if there are alterations in the screening or gynaecological symptoms. Laparoscopy - on (B)(6) 2018: during intervention (laparoscop. Total hysterectomy) more pieces of the devices found, that showws in the first intervention when retiring the devices, these were fragmented remaining several rest in the organism. Pathology test - in (B)(6) 2013: gynecological pathology after acute pain ruled out. Ultrasound scan - on (B)(6) 2018: indifferent uterus of regular morphology. Hysterometry 80x48x50mm. Endometrial midline 13 mm; on (B)(6) 2018: uterus in anteflexion, normal size and regular limits. Homogeneous and echogenic endometrium of 7mm. Both adnexa of normal size and structure. X-ray - in (B)(6) 2011: piece of essure device detached in right uterine horn; on (B)(6) 2018: after salpingectomy /essure removal: piece of essure device detached from the implantation remained in same place - right uterine horn. Lot number: 761428 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-aug-2017. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / intolerable pain/ chronic intense pelvis pain/ occasional sudden intense pain, unrelated to period'), device breakage ('3 month control after insertion - piece of essure device detached, left also after salpingectomy in right uterine horn, hysterectomy found more pieces'), pelvic inflammatory disease ('pelvis inflammation'), uterine infection ('uterus infection') and blindness ('loss of vision') in a 32-year-old female patient who had essure (batch no. 761428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process"), procedural dizziness ("dizziness during the insertion process") and complication of device insertion ("piece of device device detached from the implantation"). On (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), complication of device removal ("essure device not completely removed"), infection ("infections") and viral infection ("viral infections") with pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abundant vaginal bleedings during the menstrual / excessive bleeding"), blindness (seriousness criterion disability), polyarthritis ("joint inflammation (ankle and shoulders)"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), headache ("headaches/ strong headaches"), fatigue ("tiredness"), malaise ("general malaise"), mobility decreased ("difficulty to move"), swelling ("swollen"), hypersensitivity ("allergy reaction"), metrorrhagia ("metrorrhagia"), metal poisoning ("metalosis"), back pain ("lumbar pain / lower back pain"), joint swelling ("ankle swelling"), nausea ("nausea"), dyspepsia ("digestive problems"), diarrhoea ("diarrhea"), amnesia ("memory loss"), musculoskeletal disorder ("osteomuscular symptoms") and dysmenorrhoea ("more painful periods"). The patient was hospitalized from (B)(6) 2017 and then from (B)(6) 2018. The patient was treated with analgesics, physical therapy (bandages and absolute rest) and surgery ((B)(6) 2017 bilateral salpingectomy to remove essure and laparoscopic total hysterectomy for complete essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, arthralgia, pulmonary sensitisation, headache, swelling, hypersensitivity, metal poisoning, back pain, joint swelling, dyspepsia, amnesia, musculoskeletal disorder, infection, viral infection and complication of device insertion outcome was unknown, the uterine infection, menorrhagia, procedural pain, procedural vomiting, procedural dizziness, metrorrhagia and dysmenorrhoea had resolved and the blindness, polyarthritis, fatigue, malaise, mobility decreased, nausea and diarrhoea had not resolved. The reporter considered amnesia, arthralgia, back pain, blindness, complication of device insertion, complication of device removal, device breakage, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, headache, hypersensitivity, infection, joint swelling, malaise, menorrhagia, metal poisoning, metrorrhagia, mobility decreased, musculoskeletal disorder, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation, swelling, uterine infection and viral infection to be related to essure. The reporter commented: at essure insertion, she was transferred to a "box" where she was treated with painkillers until recovering. She presented intolerable pain in several occasions that she had to be presented to the urgency department. Also, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Since she had essure implanted, she noticed increasing osteomuscular symptoms. Also gastrointestinal symptoms (nausea, vomiting, diarrhea) and more painful periods and occasional sudden intense pain, unrelated to the period. On (B)(6) 2017, salpingectomy for essure removal done. Despite the surgery, symptoms reappeared, she suffered from infections, viruses, infection in uterus and fever, which forced her to take a year's leave. Primary care doctor referred her for an xray. Comparing the x-ray taken 3 months after essure implantation, where already a piece of essure device is seen detached, x-ray of (B)(6) 2018 shed the piece of detached essure from the implantation remained in same place. On (B)(6) 2018, during laparoscopic total hysterectomy, more pieces of the devices were found. Actually, plaintiff continues to suffer from some ailments due to essure: she cannot lift weights, or drag furniture, she continues to have nausea, diarrhea, fatigue and loss of vision. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2018: last cytology 2-3 years ago: normal. Gynaecological examination - on (B)(6) 2018: ggee and vagina normal. Cervix of nulliparous, macroscopically healthy. Flow is normal. Uterus in anteflexion, mobile, normal size. No palpable adnexal masses. Jc: no gynecological pathology at present. Monthly self examination. Control in gynaecology office at 40 years old. Successive controls according to the protocol for the care of healthy women, with cytology in the health centre (midwife) every 2-3 years if not risk factors. Referral for consultation if there are alterations in the screening or gynaecological symptoms. Laparoscopy - on (B)(6) 2018: during intervention (laparoscop. Total hysterectomy) more pieces of the devices found, that shows in the first intervention when retiring the devices, these were fragmented remaining several rest in the organism. Pathology test - in (B)(6) 2013: gynecological pathology after acute pain ruled out. Ultrasound scan - on (B)(6) 2018: indifferent uterus of regular morphology. Hysterometry 80x48x50mm. Endometrial midline 13 mm; on (B)(6) 2018: uterus in anteflexion, normal size and regular limits. Homogeneous and echogenic endometrium of 7mm. Both adnexa of normal size and structure. X-ray - in (B)(6) 2011: piece of essure device detached in right uterine horn; on (B)(6) 2018: after salpingectomy /essure removal: piece of essure device detached from the implantation remained in same place - right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer amended plaintiff age, name/ initials amended. Medical records provided (medically confirmed). Essure stop date added, hospitalization (previous serious criterion: medical important). Adverse event nos was amended to metallosis. New events added: joint swelling, digestive problems, nausea, diarrhea, memory loss, musculoskeletal disorder, dysmenorrhea, complication f device insertion. After salpingectomy: virus infections, infection of uterus, fever. X-ray showed device breakage (already seen at position control 3 months after insertion), incomplete device removal, then total hysterectomy on (B)(6) 2018 performed. Test results added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(6)) on 23-aug-2017. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / intolerable pain/ chronic intense pelvis pain/ occasional sudden intense pain, unrelated to period'), device breakage ('3 month control after insertion - piece of essure device detached, left also after salpingectomy in right uterine horn, hysterectomy found more pieces'), pelvic inflammatory disease ('pelvis inflammation'), uterine infection ('uterus infection') and blindness ('loss of vision') in a 32-year-old female patient who had essure (batch no. 761428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process"), procedural dizziness ("dizziness during the insertion process") and complication of device insertion ("piece of device device detached from the implantation"). On (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), complication of device removal ("essure device not completely removed"), infection ("infections") and viral infection ("viral infections") with pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy reaction"), menorrhagia ("abundant vaginal bleedings during the menstrual / excessive bleeding"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("more painful periods"), back pain ("lumbar pain / lower back pain"), headache ("headaches/ strong headaches"), blindness (seriousness criterion disability), polyarthritis ("joint inflammation (ankle and shoulders)"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), fatigue ("tiredness"), malaise ("general malaise"), swelling ("swollen"), metal poisoning ("metalosis"), joint swelling ("ankle swelling"), musculoskeletal disorder ("osteomuscular symptoms"), nausea ("nausea"), dyspepsia ("digestive problems"), diarrhoea ("diarrhea") and amnesia ("memory loss"). The patient was hospitalized (B)(6) 2017 and then from (B)(6) 2018. The patient was treated with analgesics, physical therapy (bandages and absolute rest) and surgery (laparoscopic total hysterectomy for complete essure removal (B)(6) 2018 and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2018. On (B)(6)2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, hypersensitivity, back pain, headache, arthralgia, pulmonary sensitisation, swelling, metal poisoning, joint swelling, musculoskeletal disorder, dyspepsia, amnesia, infection, viral infection and complication of device insertion outcome was unknown, the uterine infection, menorrhagia, metrorrhagia, dysmenorrhoea, procedural pain, procedural vomiting and procedural dizziness had resolved and the blindness, polyarthritis, fatigue, malaise, nausea and diarrhoea had not resolved. The reporter considered amnesia, arthralgia, back pain, blindness, complication of device insertion, complication of device removal, device breakage, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, headache, hypersensitivity, infection, joint swelling, malaise, menorrhagia, metal poisoning, metrorrhagia, musculoskeletal disorder, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation, swelling, uterine infection and viral infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: at essure insertion, she was transferred to a "box" and treated with painkillers until recovering. She presented intolerable pain, on several occasions she had to go to the urgency department. Also, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Since she had essure implanted, she noticed increasing osteomuscular symptoms. Also gastrointestinal symptoms (nausea, vomiting, diarrhea) and more painful periods and occasional sudden intense pain, unrelated to the period. On (B)(6) 2017, salpingectomy for essure removal done. Despite the surgery, symptoms reappeared, she suffered from infections, viruses, infection in uterus and fever, which forced her to take a year's leave. Primary care doctor referred her for an x-ray. Comparing the x-ray taken 3 months after essure implantation, where already a piece of essure device is seen detached, x-ray of (B)(6) 2018 showed that the piece of detached essure from the implantation remained in same place. On (B)(6) 2018, during laparoscopic total hysterectomy, more pieces of the devices were found. At present, plaintiff continues to suffer from some ailments due to essure: she cannot lift weights, or drag furniture, she continues to have nausea, diarrhea, fatigue and loss of vision. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2018: last cytology 2-3 years ago: normal. Gynaecological examination - on (B)(6) 2018: ggee and vagina normal. Cervix of nulliparous, macroscopically healthy. Flow is normal. Uterus in anteflexion, mobile, normal size. No palpable adnexal masses. Jc: no gynecological pathology at present. Monthly self examination. Control in gynaecology office at 40 years old. Successive controls according to the protocol for the care of healthy women, with cytology in the health centre (midwife) every 2-3 years if not risk factors. Referral for consultation if there are alterations in the screening or gynaecological symptoms. Laparoscopy - on (B)(6) 2018: during intervention (laparoscop. Total hysterectomy) more pieces of the devices found, that showws in the first intervention when retiring the devices, these were fragmented remaining several rest in the organism. Pathology test - in (B)(6) 2013: gynecological pathology after acute pain ruled out. Ultrasound scan - on (B)(6) 2018: indifferent uterus of regular morphology. Hysterometry 80x48x50mm. Endometrial midline 13 mm; on (B)(6) 2018: uterus in anteflexion, normal size and regular limits. Homogeneous and echogenic endometrium of 7mm. Both adnexa of normal size and structure. X-ray - in (B)(6) 2011: piece of essure device detached in right uterine horn; on (B)(6) 2018: after salpingectomy /essure removal: piece of essure device detached from the implantation remained in same place - right uterine horn. Lot number: 761428, manufacturing date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-aug-2017. The most recent information was received on 19-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / intolerable pain/ chronic intense pelvis pain/ occasional sudden intense pain, unrelated to period'), device breakage ('3 month control after insertion - piece of essure device detached, left also after salpingectomy in right uterine horn, hysterectomy found more pieces'), pelvic inflammatory disease ('pelvis inflammation'), uterine infection ('uterus infection') and blindness ('loss of vision') in a 32-year-old female patient who had essure (batch no. 761428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "piece of device device detached from the implantation" on 9-feb-2011 and complication of device removal "essure device not completely removed" from 19-dec-2017 to 26-jun-2018. The patient's medical history included nulliparous, anal fissure, anal polyp, hemorrhoids, non-smoker, tonsillectomy, anal sphincterectomy, multigravida (pregnancy 3), abortion, gravida and adenomyosis. Previously administered products included for an unreported indication: torecan. Past adverse reactions to the above products included drug intolerance with torecan. Family history included breast cancer. On 9-feb-2011, the patient had essure inserted. On 9-feb-2011, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On 19-dec-2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), infection ("infections / infection in the navel") and viral infection ("viral infections") with pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy reaction"), heavy menstrual bleeding ("abundant vaginal bleedings during the menstrual / excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("more painful periods"), back pain ("lumbar pain / lower back pain"), headache ("headaches/ strong headaches"), blindness (seriousness criterion disability), polyarthritis ("joint inflammation (ankle and shoulders)"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), fatigue ("tiredness"), malaise ("general malaise"), swelling ("swollen"), metal poisoning ("metalosis"), joint swelling ("ankle swelling"), musculoskeletal disorder ("osteomuscular symptoms"), the first episode of nausea ("nausea"), dyspepsia ("digestive problems"), diarrhoea ("diarrhea"), amnesia ("memory loss"), the second episode of nausea ("nausea"), vomiting ("vomiting"), photophobia ("photophobia"), polymenorrhoea ("she had two cycles per month/ menstrual disturbance"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was hospitalized from 19-dec-2017 to 20-dec-2017 and then from 26-jun-2018 to 27-jun-2018. The patient was treated with analgesics, physical therapy (bandages and absolute rest) and surgery (laparoscopic total hysterectomy for complete essure removal on 26-jun-2018 and bilateral salpingectomy to remove essure on 19-dec-2017). Essure was removed on 26-jun-2018. On 26-jun-2018, the device breakage had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, hypersensitivity, back pain, headache, arthralgia, pulmonary sensitisation, swelling, metal poisoning, joint swelling, musculoskeletal disorder, dyspepsia, amnesia, infection, viral infection, the last episode of nausea, vomiting, photophobia, polymenorrhoea, dyspareunia and abdominal pain outcome was unknown, the uterine infection, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, procedural pain, procedural vomiting and procedural dizziness had resolved and the blindness, polyarthritis, fatigue, malaise and diarrhoea had not resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, blindness, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, infection, intermenstrual bleeding, joint swelling, malaise, metal poisoning, musculoskeletal disorder, pelvic inflammatory disease, pelvic pain, photophobia, polyarthritis, polymenorrhoea, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation, swelling, uterine infection, viral infection, vomiting, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: at essure insertion, she was transferred to a "box" and treated with painkillers until recovering. She presented intolerable pain, on several occasions she had to go to the urgency department. Also, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Since she had essure implanted, she noticed increasing osteomuscular symptoms. Also gastrointestinal symptoms (nausea, vomiting, diarrhea) and more painful periods and occasional sudden intense pain, unrelated to the period. On 19-dec-2017, salpingectomy for essure removal done. Despite the surgery, symptoms reappeared, she suffered from infections, viruses, infection in uterus and fever, which forced her to take a year's leave. Primary care doctor referred her for an x-ray. Comparing the x-ray taken 3 months after essure implantation, where already a piece of essure device is seen detached, x-ray of 04-apr-2018 showed that the piece of detached essure from the implantation remained in same place. On 26-jun-2018, during laparoscopic total hysterectomy, more pieces of the devices were found. At present, plaintiff continues to suffer from some ailments due to essure: she cannot lift weights, or drag furniture, she continues to have nausea, diarrhea, fatigue and loss of vision. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on 26-jun-2018: last cytology 2-3 years ago: normal. Gynaecological examination - on 04-apr-2018: presented very selective pressure pain in the right iliac fossa.; on 26-jun-2018: ggee and vagina normal. Cervix of nulliparous, macroscopically healthy. Flow is normal. Uterus in anteflexion, mobile, normal size. No palpable adnexal masses. Jc: no gynecological pathology at present. Monthly self examination. Control in gynaecology office at 40 years old. Successive controls according to the protocol for the care of healthy women, with cytology in the health centre (midwife) every 2-3 years if not risk factors. Referral for consultation if there are alterations in the screening or gynaecological symptoms; on 07-jul-2018: secretory endometrium. 7 mm intramural leiomyoma. Left intrauterine tubal region probably associated with a metallic device with reparative changes without infectious or suspicious signs of malignancy. Surgical wounds are healed. There is no bleeding and no masses are palpable in douglas.. Laparoscopy - on 26-jun-2018: during intervention (laparoscop. Total hysterectomy) more pieces of the devices found, that shows in the first intervention when retiring the devices, these were fragmented remaining several rest in the organism. Pathology test - in march 2013: gynecological pathology after acute pain ruled out; on 21-dec-2017: two salpingectomy surgical specimens, reddish-brown and with grayish and yellowish areas, 4.5 cm and 5 cm in length, lacking significant microscopic abnormalities.; on 07-jul-2018: total hysterectomy without adnexa: -cervix with reparative changes. -secretory endometrium. -intramural leiomyoma. -left intrauterine tubal region probably associated with a metallic device with reparative changes, without infectious signs or suspicious for malignancy.. Ultrasound breast - on 06-jun-2012: no suspicious nodular lesions of malignancy are identified.. Ultrasound scan - on 24-jun-2011: both devices are observed in the intramural portion of both tubes; on 04-apr-2018: indifferent uterus of regular morphology. Hysterometry 80x48x50mm. Endometrial midline 13 mm; on 26-jun-2018: uterus in anteflexion, normal size and regular limits. Homogeneous and echogenic endometrium of 7mm. Both adnexa of normal size and structure. X-ray - in may 2011: piece of essure device detached in right uterine horn; on 04-apr-2018: after salpingectomy /essure removal: piece of essure device detached from the implantation remained in same place - right uterine horn. The radiography showed a minimal metallic fragment in the theoretical location of the right tube.. X-ray of pelvis and hip - on 24-jun-2011: linear metallic images in the lesser pelvis, the proximal ends of which lie approximately 3.4 cm. Lot number:761428. Manufacture date: 2010-07. Expiration date: 2013-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4), (B)(4)and (B)(4)) on 23-aug-2017. The most recent information was received on 13-may-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain / intolerable pain/ chronic intense pelvis pain/ occasional sudden intense pain, unrelated to period"), device breakage ("3 month control after insertion - piece of essure device detached, left also after salpingectomy in right uterine horn, hysterectomy found more pieces"), pelvic inflammatory disease ("pelvis inflammation"), uterine infection ("uterus infection") and blindness ("loss of vision") in a 32 year-old female patient who had essure inserted (lot no. 761428) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device insertion ("piece of device device detached from the implantation" on 09-feb-2011) and contraceptive device removal incomplete ("essure device not completely removed" from 19-dec-2017 to 26-jun-2018). The patient had a medical history of adenomyosis, gravida, abortion, multigravida (pregnancy 3), anal sphincterectomy, tonsillectomy, non-smoker, hemorrhoids, anal polyp, anal fissure and nulliparous. Previously administered products included: torecan for an unknown indication. Past adverse reactions to the above products included: intolerance with torecan. The patient had a family history of breast cancer. On 09-feb-2011, the patient had essure inserted. On 09-feb-2011, the day of essure insertion, she experienced device breakage (seriousness criteria hospitalization and intervention required), procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On 19-dec-2017 she experienced uterine infection (seriousness criteria medically important and intervention required), infection ("infections / infection in the navel") and viral infection ("viral infections") with pyrexia. Essure was removed on 26-jun-2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), hypersensitivity ("allergy reaction"), heavy menstrual bleeding ("abundant vaginal bleedings during the menstrual / excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("more painful periods"), back pain ("lumbar pain / lower back pain"), headache ("headaches/ strong headaches"), blindness (seriousness criterion disability), polyarthritis ("joint inflammation (ankle and shoulders)"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), fatigue ("tiredness"), malaise ("general malaise"), swelling ("swollen"), metal poisoning ("metalosis"), joint swelling ("ankle swelling"), musculoskeletal disorder ("osteomuscular symptoms"), a first episode of nausea ("nausea"), dyspepsia ("digestive problems"), diarrhoea ("diarrhea"), amnesia ("memory loss"), a second episode of nausea ("nausea"), vomiting ("vomiting"), photophobia ("photophobia"), polymenorrhoea ("she had two cycles per month/ menstrual disturbance"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was hospitalized from 19-dec-2017 to 20-dec-2017 and from 26-jun-2018 to 27-jun-2018. The patient was treated with analgesics as well as surgery (bilateral salpingectomy to remove essure on 19-dec-2017 and laparoscopic total hysterectomy for complete essure removal on 26-jun-2018) and physical therapy (bandages and absolute rest). On 26-jun-2018, the device breakage had resolved. At the time of the report, the uterine infection, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, procedural pain, procedural vomiting and procedural dizziness had resolved and the blindness, polyarthritis, fatigue, malaise and diarrhoea had not resolved. The outcomes for pelvic pain, pelvic inflammatory disease, hypersensitivity, back pain, headache, arthralgia, pulmonary sensitisation, swelling, metal poisoning, joint swelling, musculoskeletal disorder, the last episode of nausea, dyspepsia, amnesia, infection, viral infection, vomiting, photophobia, polymenorrhoea, dyspareunia and abdominal pain were unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, blindness, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, infection, intermenstrual bleeding, joint swelling, malaise, metal poisoning, musculoskeletal disorder, the first episode of nausea, the second episode of nausea, pelvic inflammatory disease, pelvic pain, photophobia, polyarthritis, polymenorrhoea, procedural dizziness, procedural pain, procedural vomiting, pulmonary sensitisation, swelling, uterine infection, viral infection and vomiting to be related to essure administration. The reporter commented: at essure insertion, she was transferred to a "box" and treated with painkillers until recovering. She presented intolerable pain, on several occasions she had to go to the urgency department. Also, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. Since she had essure implanted, she noticed increasing osteomuscular symptoms. Also gastrointestinal symptoms (nausea, vomiting, diarrhea) and more painful periods and occasional sudden intense pain, unrelated to the period. On 19-dec-2017, salpingectomy for essure removal done. Despite the surgery, symptoms reappeared, she suffered from infections, viruses, infection in uterus and fever, which forced her to take a year's leave. Primary care doctor referred her for an x-ray. Comparing the x-ray taken 3 months after essure implantation, where already a piece of essure device is seen detached, x-ray of 04-apr-2018 showed that the piece of detached essure from the implantation remained in same place. On 26-jun-2018, during laparoscopic total hysterectomy, more pieces of the devices were found. At present, plaintiff continues to suffer from some ailments due to essure: she cannot lift weights, or drag furniture, she continues to have nausea, diarrhea, fatigue and loss of vision. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on 26-jun-2018: last cytology 2-3 years ago: normal [gynaecological examination] on 04-apr-2018: presented very selective pressure pain in the right iliac fossa.; on 26-jun-2018: ggee and vagina normal. Cervix of nulliparous, macroscopically healthy. Flow is normal. Uterus in anteflexion, mobile, normal size. No palpable adnexal masses. Jc: no gynecological pathology at present. Monthly self examination. Control in gynaecology office at 40 years old. Successive controls according to the protocol for the care of healthy women, with cytology in the health centre (midwife) every 2-3 years if not risk factors. Referral for consultation if there are alterations in the screening or gynaecological symptoms; on 07-jul-2018: secretory endometrium. 7 mm intramural leiomyoma. Left intrauterine tubal region probably associated with a metallic device with reparative changes without infectious or suspicious signs of malignancy. Surgical wounds are healed. There is no bleeding and no masses are palpable in douglas. [Laparoscopy] on 26-jun-2018: during intervention (laparoscop. Total hysterectomy) more pieces of the devices found, that shows in the first intervention when retiring the devices, these were fragmented remaining several rest in the organism [pathology test] in march 2013: gynecological pathology after acute pain ruled out; on 21-dec-2017: two salpingectomy surgical specimens, reddish-brown and with grayish and yellowish areas, 4.5 cm and 5 cm in length, lacking significant microscopic abnormalities.; on 07-jul-2018: total hysterectomy without adnexa: -cervix with reparative changes. -secretory endometrium. -intramural leiomyoma. -left intrauterine tubal region probably associated with a metallic device with reparative changes, without infectious signs or suspicious for malignancy. [Ultrasound breast] on 06-jun-2012: no suspicious nodular lesions of malignancy are identified. [Ultrasound scan] on 24-jun-2011: both devices are observed in the intramural portion of both tubes; on 04-apr-2018: indifferent uterus of regular morphology. Hysterometry 80x48x50mm. Endometrial midline 13 mm; on 26-jun-2018: uterus in anteflexion, normal size and regular limits. Homogeneous and echogenic endometrium of 7mm. Both adnexa of normal size and structure [x-ray] in may 2011: piece of essure device detached in right uterine horn; on 04-apr-2018: after salpingectomy /essure removal: piece of essure device detached from the implantation remained in same place - right uterine horn. The radiography showed a minimal metallic fragment in the theoretical location of the right tube. [X-ray of pelvis and hip] on 24-jun-2011: linear metallic images in the lesser pelvis, the proximal ends of which lie approximately 3.4 cm. Lot number: 761428. Manufacturing date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 13-may-2022: medical record received. Events abdominal pain, dyspareunia;menstrual disturbances (polymenorrhea), vomiting, photophobia. Nausea were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 23-aug-2017. The most recent information was received on 29-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvis inflammation") and polyarthritis ("joint inflammation (ankle and shoulders)") in a (B)(6)-year-old female patient who had essure (batch no. 761428) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the insertion process was painful and intolerable/ strong and intense pelvis pain as severe as labour contractions during the insertion process / unbearable pain during insertion"), procedural vomiting ("vomit during the insertion process") and procedural dizziness ("dizziness during the insertion process"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), pelvic pain ("severe pain / intolerable pain/ intense pelvis pain, sometimes unbearable"), arthralgia ("severe pain in sacroiliac with difficult to move, which exacerbates some days before her menstrual period / severe joints pain (shoulders, knee, and ankle) / intense pain in joints (shoulders, knees and ankles)"), menorrhagia ("abundant vaginal bleedings during the menstrual period"), pulmonary sensitisation ("lung hyper sensibility/ hypersensitivity on lungs"), headache ("headaches/ strong headaches"), fatigue ("tiredness"), malaise ("general malaise") and movement disorder ("difficulty to move"). The patient was treated with analgesics and physical therapy (bandages and absolute rest). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia, pulmonary sensitisation, headache, fatigue, malaise and movement disorder had not resolved and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered arthralgia, fatigue, headache, malaise, menorrhagia, movement disorder, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting and pulmonary sensitisation to be related to essure. The reporter commented: at essure insertion, she was transferred to a "box" where she was treated with painkillers until recovering. She presented intolerable pain in several occasions that she had to be presented to the urgency department. Additionally, she presented severe pain in sacroiliac with difficult to move which was accentuated some days before the menstrual period. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03-oct-2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 63 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-sep-2017: after internal review, it was confirmed that case (B)(4) is a duplicate from current case, thus information reported was migrated. Health authority reference number is (B)(4). Events added: headaches/ strong headaches, tiredness, general malaise and difficulty to move. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.